Event description:
Patient hospitalized six days after his fourth prosorba treatment with a rash/sores on several parts of his body. He was administered antibiotic, biopsies and cultures were performed. Fhc was informed that a culture was positive for strep, however, no source was found. We have been unable to obtain biopsy results at this time. This patient had been concurrently treated for a "healing" mrsa infection on his hand at the time this occurred.

Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event and prosorba might suggest a contributory relationship.